Manufacturer narrative:
A temporal relationship exists between the liberty cycler set and the reported adverse event(s) of cloudy peritoneal effluent fluid and peritonitis. The pdrn reported causality for the event(s) was attributed to improper aseptic technique practiced by the hospital nurse, while setting up the cycler. However, given the cloudy effluent presented after only 24 hours of hospitalization, causality cannot fully be determined. Currently there is no documentation or evidence indicating a causal relationship between the liberty cycler set and the adverse event(s). Additionally, there is no evidence of a machine malfunction or failing to perform as expected in relation to the event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Peritoneal dialysis registered nurse (pdrn) for this (B)(6)-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported the patient was hospitalized for hypotension and hypoglycemia on (B)(6) 2018 (investigated under file previous file). During the hospitalization the patient reported cloudy peritoneal effluent fluid on (B)(6) 2018, and was subsequently diagnosed with peritonitis on (B)(6) 2018. The peritoneal effluent fluid cultures were received by post market surveillance (pms) on (B)(6) 2018; and revealed a (B)(6) result of (B)(6). The patient was treated with vancomycin; however the route, dosage, duration and frequency are unknown. The pdrn attributed causality to improper aseptic technique practiced by the hospital nurse, while setting up the cycler (manufacture unknown) during the hospitalization. The patient has recovered from the event(s) and continues to perform ccpd for rrt. It is unknown if any fresenius device(s) or product(s) were utilized during the course of the hospitalization.